Event description:
Procedure type: colon resection. According to the reporter: the instrument jammed on the tissue. The surgeon had to re-cut the tissue to remove the instrument. A second device was used to end the procedure.

Manufacturer narrative:
(B)(4).